Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hypotension is listed in the xience instructions for use as a known potential adverse event which may be associated with percutaneous coronary intervention treatment procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The hospitalization and treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 3.5x18mm xience sierra stent was implanted on (B)(6) 2018. On (B)(6) 2019, the patient was re-admitted with orthostatic hypotension and unspecified cardio vascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.